Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two prostyle sutures were preplaced. The sheath was upsized to 14f and tavr procedure was completed. The prostyle knots were advanced to the vessel wall; however, satisfactory hemostasis was not achieved. A third prostyle suture was deployed successfully yet dissected the artery. An endarterectomy and patch were used to repair the vessel with surgical suturing achieving hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular dissection is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.